Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited dense noise on the ventrical shock and sensing channels, as well as on the atrial channel. This noise was sensed by the device, and resulted in brief periods of pacing inhibition. A guidant technical services (ts) consultant discussed possible sources for the noise, including diaphragmatic oversensing. To date, there have been no reported patient symptoms associated with this clinical observation.